Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that the ethicon product (prolene suture/ stratafix suture/ pds suture) involved caused and/or contributed to the postoperative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon (prolene/ stratafix/ pds) suture products used in this procedure? Can you provide the reason for reoperation and if this is related to the ethicon devices used in the procedure? Citation: bioscience trends. 2018; 12(5):484-490; doi: 10.5582/bst.2018.01236. (B)(4).

Event description:
It was reported via journal article: "title: total laparoscopic versus robot-assisted laparoscopic pancreaticoduodenectomy" authors: yuhua zhang; defei hong; chengwu zhang; zhiming hu citation: bioscience trends. 2018; 12(5):484-490; doi: 10.5582/bst.2018.01236. The aimed of this retrospective study was to elucidate the short-term clinical effectiveness between laparoscopic pancreaticoduodenectomy (lpd) and robotic-assisted laparoscopic pancreaticoduodenectomy (rpd) by direct comparison. Between december 2013 and september 2017, 20 patients (male=11, female=9; mean age=64 years, age range=42-76 years; bmi range=24.0 ± 3.5 kg/m^2) were under lpd group and 20 patients (male=12, female=8; mean age=68 years, age range=50-78 years; bmi range=24.8 ± 2.5 kg/m^2) were under rpd group. During the procedure of both groups, harmonic scalpel (ethicon) and ligasure were applied in the transection. Reconstruction was carried out via a laparoscopic or robotic system. A double-layer duct-to-mucosa pancreaticojejunostomy was carried out using 3-0 prolene (ethicon) running sutures for the outside layer and 5-0 prolene (ethicon) interrupted sutures for the inner layer. The hepatojejunostomy was performed using a 4-0 polydioxanone (pds ii; ethicon) in a running fashion. Gastrojejunostomy was performed intracorporeally using 3-0 stratafix (ethicon) in both lpd and rpd. Reported complications for lpd group included pancreatic fistula [harmonic scalpel (n=5); 3-0 prolene (n=5); 5-0 prolene (n=5); pds ii (n=5); 3-0 stratafix (n=5)]; bile leakage [harmonic scalpel (n=2); 3-0 prolene (n=2); 5-0 prolene (n=2); pds ii (n=2); 3-0 stratafix (n=2)]; delayed gastric emptying [stratafix (n=1)]; hemorrhage [harmonic scalpel (n=3); 3-0 prolene (n=3); 5-0 prolene (n=3); pds ii (n=3); 3-0 stratafix (n=3)]. Reported complications for rpd group included pancreatic fistula [harmonic scalpel (n=3); 3-0 prolene (n=3); 5-0 prolene (n=3); pds ii (n=3); 3-0 stratafix (n=3)]; bile leakage [harmonic scalpel (n=1); 3-0 prolene (n=1); 5-0 prolene (n=1); pds ii (n=1); 3-0 stratafix (n=1)]; delayed gastric emptying [stratafix (n=2)]; hemorrhage [harmonic scalpel (n=2); 3-0 prolene (n=2); 5-0 prolene (n=2); pds ii (n=2); 3-0 stratafix (n=2)]. In conclusion, lpd and rpd are technically safe and feasible. Comparable results were demonstrated between two groups, while the robotic system seemed to shorten the learning curve of minimally invasive pancreaticoduodenectomy.